Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was in the tubing. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008011, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008011 was manufactured according to the work instruction (wi) version 79 and packaged the multivac m12 on 07/jul/2024, with a total of (B)(4) units. The sub-assembly, assembly: lot 4f05229 was manufactured according to the wi version 27 and manufactured in assembly, on 07/jul/2024, with a total of (B)(4) units. Lot 4f05230 was manufactured according to the wi version 27, and manufactured in assembly, on 07/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.